Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer representative reported via email that the customer had a high blood glucose level of 485 mg/dl one day and the next, he had a low blood glucose level of about 34 mg/dl. Customer went to the emergency room and was hooked on an IV for a couple of hours. The doctor determined that the customer had an ear infection in both ears. Customer is thinking that this is what caused her blood glucose to rise and drop.